Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a quality notification was issued for a jam resulting in missing print. Adjustments were made and batch 0328464 was inspected and accepted based on meeting our inspection control plan. Since no samples displaying the reported condition were received a potential root cause could not be defined. It is possible that a jam caused some barrels to be damaged, however without samples it is not possible to make that determination. Since root cause could not be defined, corrective actions are not necessary.

Event description:
It was reported that 3 syringe 3ml ll w/twinpak device were found to be damaged. The following was reported by the initial reporter: "it was reported that 3 syringes were cracked on the side. Per complaint details received: having an issue with 3 syringes cracked on side during a radiology procedure, 3 times our di staff have had 3 different syringes break: ref # (B)(4), this has been reported to healthtrust in the gpo member support portal."